Event description:
During a follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.